Event description:
The customer experienced excessive bleeding after inserting the abbott diabetes care (adc) sensor. The customer was seen by a healthcare provider where they received unspecified treatment from a hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected applicator and cap and no issues were observed. The applicator had been fired correctly. The sensor cap is retained within the applicator cap. The puck carrier was removed, and a visual inspection was performed on the sharp and sharp carrier; a bent sharp tip was observed. Visually inspected the returned sensor and no issues were observed. Watermark was observed. Data extraction was successful. Issue is not confirmed to use due to incorrect assembly. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced excessive bleeding after inserting the abbott diabetes care (adc) sensor. The customer was seen by a healthcare provider where they received unspecified treatment from a hcp. There was no report of death or permanent impairment associated with this event.